Manufacturer narrative:
No compromised force sensor system alarm was found on the insulin pump. The unit also passed the displacement, rewind, basic occlusion, prime, and occlusion tests. The unit had a cracked reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime and rewind sequence. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The mother did not recall any significant events leading to the force sensor issues. The customer was still unable to prime while on the phone. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.